Event description:
It was reported that 5 years and 2 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred and the patient developed shortness of breath (sob).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b1. B2. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that a life threatening injury occurred. The event is now a reportable serious injury. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 5 years and 2 months following the implant of a transcatheter aortic valve, an unspecified valve failure occurred and the patient developed shortness of breath (sob). Additional information was received that a transesophageal echocardiogram (tee) was performed that revealed moderate to severe aortic regurgitation with a pressure half time of 160 milliseconds, aortic valve peak velocity of 3.14 meters per second, peak gradient of 39.5 millimeters of mercury (mm hg), mean gradient of 19.4 mm hg, dimensionless index of 0.26, aortic valve area of 0.79 squared centimeters, aortic stroke volume index of 25.68, and the transcatheter valve appeared stable and secure. There was no thrombus.